Manufacturer narrative:
(B)(4).

Event description:
(Os 17.543). The dentist reported the non osseointegration of one dental implant cm alvim implant 3.5x10mm, but did not provide any other information about the case.